Event description:
It was reported that after a week of patient use, the tracheostomy tube cuff began separating from the device. Re-intubation with a similar device was required. The patient is on a ventilator continually in a homecare setting. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).